Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The tone test functioned properly and there were no audible anomaly noted. There was moisture damage on the motor but there was no moisture damage on the electronics. The pump had cracked display window corner and scratched lcd window. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 354 mg/dl at the time of incident. The customer stated that there was insulin in the pump and that he did not have a backup plan. The pump did not pass the tone test during troubleshooting because it did not make noise. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.